Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator shut down and the screen was frozen while on a patient. For this event, the ventilator was taken off of the patient and replaced with no patient harm or injury. The customer was not able to duplicate the event at the time of reporting. The customer evaluated the device but was unable to determine the fault, but has ordered a main printed circuit board to replace within the device as a precaution.